Event description:
The customer reported that an 840 ventilator had an inoperable display. The ventilator was not in use on a pt at the time the malfunction occurred. The customer has not decided in vent will be repaired at this time. Covidien was not authorized to repair the device.

Manufacturer narrative:
(B)(4).